Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump's left hand side of the screen was pulling away from housing. The plastic rubber piece on the back fell off. The minutes on the time was lagging. The insulin pump alarmed motor error twice. Customer's blood glucose level was not reported. The device was not returned.